Manufacturer narrative:
Alleged failure: alexandre poux (sales rep) reported that : "1688 column tests with aim 10 mm 0° optics on a hysterectomy: presence of mist on the lens of the optics throughout the operation. Delay 10min" the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any observances with the quality of the image. There are cosmetic observances and a loose component inside the scope however, there was no mist observed in the scope's lens as per the customer's complaint. The device manufacturer date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a foggy image.